Event description:
It was reported that the right ventricular (rv) lead was capped and replaced with a left bundle pacing lead. The patient¿s condition was stable. No further information was reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).